Event description:
This event is captured for the deformation that occurred as well as tricuspid regurgitation. It was noted that the patient's death was not related to the device, the patient was very unwell and prognosis was noted to be very poor. It was reported that a 24mm amplatzer post-infarct vsd occluder was selected for implant on (B)(6) 2024 using a 10f amplatzer torqvue delivery system to treat a post-infarction ventricular septal defect (pivsd). The patient was very unstable prior to the procedure. During the second attempt to position the device it was noted the device started to deform. Placement of the right ventricle disc could not be obtained and the disc took on a cobra shape. At this point significant tricuspid regurgitation was observed. The decision was made to re-capture and remove the device, however the distal end of the device invaginated in. Approximately 2 hours was required to remove the device. The patient passed away on (B)(6) 2024. The cause of death was comorbidities that were resulted from a previous myocardial infarction. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during the second attempt to position the device was deformed, and tricuspid regurgitation was observed. Information from the field indicated that the patient was very unstable prior to the procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on the information received, the cause of the reported incident could not be conclusively determined.